Event description:
It was reported that the pt had a fall whilst tobagganing in 2003. At first the function was normal and then suddenly it was too loud. No telemetry measurements were possible. An x-ray was taken, but nothing abnormal was seen. Telemetry was tried again 2 days later but was still not possible.